Manufacturer narrative:
(B)(6). Investigation summary: five hundred seventeen (517) samples and three (3) photos were provided by the customer for investigation. A total of twenty-five (25) samples composed of eighteen (18) unopened random samples and seven (7) opened samples were viewed using 10x magnification. The eighteen (18) unopened samples and six (6) of the returned opened samples were found to not be bent, and no defects were observed. There was no damage, the bevels were good and the etch was good. No defective grind was found and no hooks were observed. One (1) of the returned opened samples was found to have been improperly assembled as the cannula was ¿inverted¿ with the needle point in the needle hub. All seven (7) of the returned samples were found to be clogged as light could not pass through the needle; however, none of the eighteen (18) unopened and unused samples were found to be clogged. Three (3) photos were also provided by the customer. One (1) photo shows a needle hub assembly which appears to possibly not have a needle point. The second (2nd) photo shows five (5) shelf cartons. One (1) shelf carton is facing backwards providing the batch number. The third (3rd) photo shows two (2) needle hub assemblies; one (1) needle hub assembly appears to have a point while the other does not. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle dull / blunt for lot #8204925 item #305107. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle clogged / blocked for lot #8204925 item #305107. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: bd acknowledges that the seven (7) returned samples were found to be clogged as light could not pass through the needle; however, none of the eighteen (18) unopened and unused samples were found to be clogged. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Additionally, bd acknowledges that one (1) of the returned samples had a cannula which was improperly assembled as the cannula was ¿inverted¿ with the needle point in the needle hub. This was likely caused by a cannula ¿needle¿ which was inverted in the cannula hopper prior to being assembled in the needle hub. The needle point camera then failed to reject the cannula for no point which resulted in the needle hub being assembled incorrectly. Rationale: bd acknowledges that light was not able to pass through seven (7) of the returned samples indicating that the needles are clogged / blocked and that one (1) needle was incorrectly assembled with the needle ¿inverted¿ with the needle point in the needle hub. The acceptable quality limit (aql) for clogged cannula is 0.10 and for a blunt needle point is 0.40. As neither the number of clogged needles nor the number of inverted cannula (blunt needle) would exceed the aql for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd precisionglide¿ needle is clogged. This occurred on 5 occasions before use. The following information was provided by the initial reporter: we report that the lot 8204925 some pieces have come out covered and even a needle without a tip, the client is making us a return of 5 intact boxes and some pieces where the one that does not have a tip comes. *add information: the customer informed me that the problems were clogged needle and dull needle.